Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the pacemaker implantation procedure performed on (B)(6) 2018, the subject ventricular lead was placed in the ventricule and the curved stylet was used to place the ventricular lead tip near the pulmonary artery to fix the tip on the cardiac septum. The stylet was then changed to another type of curved stylet and an attempt to fix the lead tip on the cardiac septum was performed. The procedure could not be completed as the lead tip slipped and fell in the ventricular apex. Several other attempts were performed with the same result. The physician then decided to pull back the subject lead to the atrium and to insert the curved stylet. However, a strong resistance was observed when the stylet reached half of the lead and was blocked. A new curved stylet, as well as a straight shape stylet and a curved straight shape stylet, were used but the same issue was encountered. It was decided to discontinue the use of the subject ventricular lead. A new ventricular lead was successfully implanted. The procedure was completed after the implantation of the atrial lead and the connection of both leads to the pacemaker.

Event description:
Reportedly, during the pacemaker implantation procedure performed on (B)(6) 2018, the subject ventricular lead was placed in the ventricule and the curved stylet was used to place the ventricular lead tip near the pulmonary artery to fix the tip on the cardiac septum. The stylet was then changed to another type of curved stylet and an attempt to fix the lead tip on the cardiac septum was performed. The procedure could not be completed as the lead tip slipped and fell in the ventricular apex. Several other attempts were performed with the same result. The physician then decided to pull back the subject lead to the atrium and to insert the curved stylet. However, a strong resistance was observed when the stylet reached half of the lead and was blocked. A new curved stylet, as well as a straight shape stylet and a curved straight shape stylet, were used but the same issue was encountered. It was decided to discontinue the use of the subject ventricular lead. A new ventricular lead was successfully implanted. The procedure was completed after the implantation of the atrial lead and the connection of both leads to the pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.